Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago.

Event description:
It was reported that the patient's paddle lead was fractured due to a fall. The patient stated that the fall was not device related. The patient underwent a revision procedure. During the procedure, one contact was dislodged from the paddle lead and was left to the space. The physician stated that in order to be able to grab that contact he would lose the ability to put a paddle back in, so the physician decided to leave it in the space. The patient was re-implanted with new paddle lead and was doing well post operatively. The explanted paddle lead was discarded. No further action needed at this time.